Manufacturer narrative:
Additional information was received that the patient was still complaining of continued pain at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inflammation, bruising, fluid accumulation and pain at the battery site. No infection was suspected. The patient was prescribed antibiotics as prophylaxis and was reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had inflammation, bruising, fluid accumulation and pain at the battery site. No infection was suspected. The patient was prescribed antibiotics as prophylaxis and was reportedly doing well.